Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified for the malfunction alarm. The battery issue could not be confirm.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump's battery was depleting faster than usual. There was no reported adverse impact to the customer¿s blood glucose due to the reported issues. Reportedly, the customer had manual injections available as alternate insulin therapy.